Event description:
Boston scientific received information that this OEM manufactured epicardial left ventricular (lv) lead was surgically capped and abandoned due to high pacing thresholds. No adverse patient effects were reported as a result of this observation. A new lv lead was successfully implanted.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.